Event description:
It was reported that the ventilator shut off and turned back on within approximately 5 seconds with an audible alarm while connected to the pt. The ventilator displayed reset. This reported problem occurred on several occasions. The pt was placed on a back-up ventilator. No pt harm reported.

Manufacturer narrative:
Na